Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was over 600 mg/dl. Customer experienced shakiness, chest pains, dehydration and treated their high blood glucose via manual injection and fluids. Customer advised they treated themselves with 9 units of insulin, changed out their site and there blood glucose remained high which resulted in hospitalization.